Manufacturer narrative:
Seaspine was made aware of this event on 3 may 2021. To date, no explants or instrumentation have been made available for analysis, and no additional information regarding the patient's condition or treatment plan has been communicated to seaspine. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system in (B)(6) 2020. The surgeon identified the set screws on the iliac bolts of the construct had become loose, and the patient underwent revision surgery on (B)(6) 2021. Seaspine was made aware of this event on 3 may 2021. To date, no explants or instrumentation have been made available for analysis, and no additional information regarding the patient's condition or treatment plan has been communicated to seaspine.